Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Reportedly, customer required assistance from assisted living facility workers who administered glucagon to address bg. Reportedly, the customer lost consciousness. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A manual correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.